Manufacturer narrative:
As reported, the optifix fixation device failed to fixate the mesh. Review of the photos provided finds the backup tabs and the guidewire are visibly bent. The reported failure to fixate is a known result of the bent components at the distal tip. The guide wire and backs tabs on the device most likely bent from forces applied while in use. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in january 2024. The instructions-for-use supplied with the device adequately describes the proper technique for fastener delivery. The precautions section states, "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue.¿ note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during the herniorrhaphy for inguinal hernia repair, there was no problem when applying the first fastener of the optifix straight device to fixate the 3dmax mesh. However, when the second shot was fired, the gun did not fix the fastener for three consecutive times and use of the device was discontinued. It was reported that the loose fasteners were left on the patient's body. It was reported that it was the surgeon's first time using the device and there was a jamming at the time of performing the fixation in the area. The procedure was completed using the non-bard fixation device and there was no patient injury.

Event description:
As reported, during the herniorrhaphy for inguinal hernia repair, there was no problem when applying the first fastener of the optifix straight device to fixate the 3dmax mesh. However, when the second shot was fired, the gun did not fix the fastener for three consecutive times and use of the device was discontinued. It was reported that the loose fasteners were left on the patient's body. It was reported that it was the surgeon's first time using the device and there was a jamming at the time of performing the fixation in the area. The procedure was completed using the non-bard fixation device and there was no patient injury.

Manufacturer narrative:
As reported, the optifix fixation device failed to fixate the mesh. Review of the photos provided finds the backup tabs and the guidewire are visibly bent. The reported failure to fixate is a known result of the bent components at the distal tip. The guide wire and backs tabs on the device most likely bent from forces applied while in use. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of(B)(4) units released for distribution in january 2024. The instructions-for-use supplied with the device adequately describes the proper technique for fastener delivery. The precautions section states, "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue.¿ addendum: this supplemental MDR is submitted to document the sample evaluation results. Evaluation of the sample finds for bent guide wire and bent backup tabs. The reported deployment issues are a known result of bent guide wire and bent backup tabs. The components are found to be bent from applied forces when in use. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.